Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem (service code 204) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to an open yellow (pgnd) wire in the trunk cable. Additionally, the trunk cable had a damaged p702 connector plug. The root cause for the open wire and damaged plug could not be positively identified. The electrode belt showed signs of physical abuse. No adverse event resulted from the damaged electrode belt.

Event description:
A us distributor reported that a patient was receiving a service code 204 (belt/monitor unusable).